Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during an inferior vena cava (ivc) filter removal case, it was quite difficult to withdraw the filter within the sheath. The scrub nurse holding the sheath said that it felt like something was dragging. The filter and 15 mm snare retrieval system all came out, but when the sheath was removed, and the doctor was holding pressure, there was a white string/fibre sticking out the access site. This was removed and the patient was stable. After achieving hemostasis, the patient was sent to day surgery for post procedure care, prior to being discharged that afternoon. No part of the device remained inside the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.